Event description:
Call started as an obstructed airway; when the emt arrived the patient was unresponsive/non breathing/pulseless. Pads were placed on the patient and hooked up to the monitor. The monitor displayed "lead fault". The pads were checked for proper placement/contact. The monitor still displayed "lead fault". Immediately another monitor was hooked up to the same pads. The monitor displayed "pea" (pulseless electrical activity). Medication was dispensed and then a vfib rhythm was achieved. The patient received a shock. Patient was unresponsive. CPR was administered until the patient was turned over to the hospital personnel. Patient outcome is not known.

Manufacturer narrative:
Welch allyn attempted to obtain patient's weight from this user facility. However, the facility reported that it did not possess such information and could not provide it.